Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary 4.1 drawer was not detected on the communication bus, which hindered users from accessing medications for a patient. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer auxiliary 4.1 was not detected on the communication bus due to the drawer controller leds were not on. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.